Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump off event was confirmed via log file analysis. Data was reviewed in the submitted log files from the reported event date of 12nov2025, and throughout the data reviewed, low flow and pump off alarms were active. The system controller (serial number: (B)(6)) appeared to provide the system with adequate power while the driveline was connected, and the log files contained no indication of an issue with the system controller. Log files from the replacement controller were also reviewed and showed low flow and pump off alarms active throughout the files, indicating no issue with the event system controller. Provided information indicated that the patient experienced low flow and pump off alarms post-operatively. Attempts were made to change the speed and restart the stopped pump were made via the heartmate touch, but the issue did not resolve. The system controller was exchanged, which did not resolve the issue. The patient ultimately underwent a pump exchange. Multiple attempts were made to obtain additional event information, but no response was received. The root cause of the reported event was unable to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU),rev. D and the heartmate 3 patient handbook rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Chapter 5 of the IFU, "surgical procedures", states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Chapter 7 of the IFU, "alarms and troubleshooting", addresses all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the site experienced a lost connection between the heartmate touch and the left ventricular assist device (lvad) during pump preparation. The connection was re-established to end the pump preparation, and the heartmate 3 was implanted without any other issues. The patient later experienced low flow and pump off alarms. The pump was confirmed to be off. The heartmate touch read blank revolutions per minute (rpm), 0.0 liters per minute, and power at 1.4 watts. The site received an error message when they attempted to change the rpm. The site was not able to start the stopped pump using the heartmate touch, changing system controllers, or power cycling by disconnecting the driveline at the system controller. The patient was brought to the operating room for an urgent pump exchange. Log files were sent for review. The log files did not display any usable data.